Event description:
It was reported that the pump showed multiple errors before updating to software 1.6 and that the internal battery was depleting rapidly. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. There was no relevant service history and no applicable event logs. Visual/functional testing was performed. Complaint of multiple errors before updating to software could not be confirmed as software update erased device history. Complaint of "internal battery depleting rapidly" was confirmed. Replaced printed wiring assembly (pwa). Probable cause of primary problem was the pwa. Air detector was found loose. Replaced air detector. The downstream occlusion (dso) seal was found separating from bezel. Replaced dso seal. The upstream occlusion (uso) seal found defective. Replaced uso seal. Device passed all testing criteria post repair.